Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information: imdrf annex a, g, b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of under infusion was not confirmed as the devices or logs were not returned for this investigation. The bd alaristm system with guardrailstm suite mx (v12.1.2) notes that: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system (see introduction on page xvi). Use only bd alaris¿ pump infusion sets with the pump module. The use of any other set can cause improper device operation, resulting in an inaccurate fluid delivery or other potential. Follow proper infusion set loading instruction and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. Ensure the upper fitment is not elevated above the fitment recess on the pump. Do not stretch or twist the set while loading or when closing the door (see bd alaristm pump module set loading on page 87). There was no information on patient involvement. Root cause: the root cause for the reported under infusion could not be identified because no product or device logs were provided for analysis.

Event description:
It was reported that the pump was "not infusing at the assigned rate, infusion was much slower." The facility's clinical engineering team received the device and performed inspection and repair. Per report, preventive maintenance (pm) procedure was performed and showed "no abnormalities - infusion rate was actually a little high (averaging 12.24, still within spec)." Additionally, "physical inspection was good, although the platen buttons were starting to get a bit worn. Nothing that could feasibly cause a slow infusion." It was reported that the platen was replaced "as a preventative measure." The device was then returned "to service after pm given that no device seems fine and no additional information is available." There was no information on patient involvement. Although requested, no additional information has been provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was "not infusing at the assigned rate, infusion was much slower." The facility's clinical engineering team received the device and performed inspection and repair. Per report, preventive maintenance (pm) procedure was performed and showed "no abnormalities - infusion rate was actually a little high (averaging 12.24, still within spec)." Additionally, "physical inspection was good, although the platen buttons were starting to get a bit worn. Nothing that could feasibly cause a slow infusion." It was reported that the platen was replaced "as a preventative measure." The device was then returned "to service after pm given that no device seems fine and no additional information is available." There was no information on patient involvement. Although requested, no additional information has been provided.